Manufacturer narrative:
This report is submitted on january 26, 2024.

Event description:
Per the clinic, the patient experienced a facial nerve stimulation resulting in the decision to explant the device. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 14, 2024.